Manufacturer narrative:
Tech found that the stretcher in storage area. Brakes were not holding - casters would lock but the hardware was worn out installed brake/steering upgrade kit to resolve this issue.

Event description:
Info received that the brakes were not holding. No one was hurt or injured.